Event description:
It was reported that interrogation of the pulse generator resulted in a diagnostics anomaly. After clearing the diagnostics, data was being correctly recorded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.